Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on 26-apr-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of device dislocation ("essure has migrated") in a 45 year-old female patient who had essure inserted (lot no. C61992). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. The only concomitant product mentioned was antidepressants. On (B)(6) 2015, the patient had essure inserted. An unknown time later she experienced device dislocation (seriousness criterion intervention required), pelvic pain ("pain"), fatigue ("fatigue"), dysuria ("dysuria"), oedema ("oedema"), thyroid disorder ("thyroid problems"), migraine ("constant migraine"), tachycardia ("tachycardia"), visual impairment ("decreased vision"), abdominal distension ("globular uterus"), scoliosis ("scoliosis"), stress ("stress"), metal poisoning ("nickel has poisoned me"), decreased activity ("I am not able to run or play I did before, I go to the toilet too often it¿s exhausting") and dyspareunia ("sexual intercourse has become painful"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to device dislocation, pelvic pain, fatigue, dysuria, oedema, thyroid disorder, migraine, tachycardia, visual impairment, abdominal distension, scoliosis, stress, metal poisoning, decreased activity or dyspareunia. Diagnostic results (normal ranges are provided in parenthesis if available): [abdominal x-ray] on (B)(6) 2023: retroverted, globular uterus. Trifoliate-shaped endometrium. No visible adnexal mass. No intraperitoneal fluid effusion. No digestive parietal thickening visible in the right iliac fossa. Significant meteorism. On the standard abdominal x-ray, the essure implants are in place, about 4 cm apart. Lumbar scoliosis. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 26-apr-2023. The most recent information was received on 16-may-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of device dislocation ("essure has migrated") in a 45 year-old female patient who had essure inserted (lot no. C61992). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. The only concomitant product mentioned was antidepressants. On (B)(6) 2015, the patient had essure inserted. An unknown time later she experienced device dislocation (seriousness criterion intervention required), pelvic pain ("pain"), fatigue ("fatigue"), dysuria ("dysuria"), oedema ("oedema"), thyroid disorder ("thyroid problems"), migraine ("constant migraine"), tachycardia ("tachycardia"), visual impairment ("decreased vision"), uterine enlargement ("globular uterus"), scoliosis ("scoliosis"), stress ("stress"), metal poisoning ("nickel has poisoned me"), decreased activity ("I am not able to run or play I did before, I go to the toilet too often it¿s exhausting") and dyspareunia ("sexual intercourse has become painful"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to device dislocation, pelvic pain, fatigue, dysuria, oedema, thyroid disorder, migraine, tachycardia, visual impairment, uterine enlargement, scoliosis, stress, metal poisoning, decreased activity or dyspareunia. Diagnostic results (normal ranges are provided in parenthesis if available): [abdominal x-ray] on (B)(6) 2023: retroverted, globular uterus. Trifoliate-shaped endometrium. No visible adnexal mass. No intraperitoneal fluid effusion. No digestive parietal thickening visible in the right iliac fossa. Significant meteorism. On the standard abdominal x-ray, the essure implants are in place, about 4 cm apart. Lumbar scoliosis. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 16-may-2023: quality-safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.